Event description:
A patient began using effergrip denture adhesive cream (carboxymethylcellulose sodium, maleic anhydride, methyl vinyl ether) 4-5 times daily to hold his dentures approximately in 2004. The consumer reported that he has been using the product 4-5 times daily since the product only holds his dentures for about 2 hours. As of dec 2005 he was continuing to use the product. Additional information received by pfizer in jan 2006 upgrades this case to serious: the patient reported he has been using the product for one and a half years, 6 times a day and has been having sleep apnea and central nervous system disorder described as facioscapulohumeral. He no longer uses the product and the outcome of the events is unknwon.